Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a connector, designator j108, of the blade connector was not fully seated into the connector on the biphasic pcb assembly. The connector was reseated, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed "abnormal energy delivered". As a result, the wrong defibrillation or no defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.